Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested, and the following was obtained: was there a delay in surgery, if so how long? Unknown. Did the dysphagia worsen after implant? Unknown. What is the lot number of the linx device? Unknown. Did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Previous sleeve gastrectomy. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Unknown.

Event description:
It was reported that the procedure was for a linx explant, was for dysphagia. The product was removed for patient concern. The surgery was not delayed. The surgery was completed successfully. There were no patient consequences.